Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 430mg/dl. The customer states she was sleeping when she noticed that the tape of her infusion set wasn't sticking at all. Customer declined to troubleshoot for high readings. Customer was advised to change the infusion set, customer will be send replacement for infusion set. The product was not returned for analysis.